Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Outer packaging was opened during surgery and there was no inner packaging. No device was there, only one IFU. An alternative device was used to complete the case. No adverse affects on the patient.

Event description:
Additional information received indicated that there was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device was not returned for examination. Analysis of photos cannot confirm the allegation. Without the physical device the empty package cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.